Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient went to the outpatient department (opd) and was hospitalized for the event. No lab or test data was reported for this event. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available because the reporter declined follow-up.